Event description:
A malfunction alarm was reported with a code of malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the customer in successfully resetting it, and confirmed with the customer that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer understood.